Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 40 mg/dl at the time of incident and current blood glucose level was 178 mg/dl. Customer treated low blood glucose with food. Customer not alleging that the insulin pump was over delivering. It was also stated that the drive support cap was normal. The device will not be returned for analysis.